Manufacturer narrative:
(B)(6). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that vela ventilator alarmed "vent inop" and "motor fault". The customer performed transducer calibration and calibration was passed. The customer ordered main printed circuit board assembly. The customer reported that there was no patient involvement.